Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a drainage catheter placement procedure, friction between the catheter and guide wire was experienced. This flexima ureteral stent was selected to treat an obstruction. The physician was unable to pass the amplatz guide wire supplied with the ureteral stent smoothly through catheters or pass the ureteral stent over the wire. It was reported the wire was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the guide wire coating was peeled.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Only the amplatz guide wire supplied with the ureteral stent was returned. The wire presents peeled coating along the entire body. The outer diameter and length of the wire were measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).